Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They had extreme trouble inserting the hp device into the cannula, enough where they were going to open a second kit. Eventually the device was inserted and they were able to complete the case without further issues. They used the same device to complete the harvest. There has not been any indication that the patient has not recovered as expected.

Manufacturer narrative:
Trackwise # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall ¿evh cannula¿ 24 month complaint trend data for the period nov -2019 through oct-2021 was reviewed. Run rule was triggered for the month of oct 2021. The trigger is addressed under crf . Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They had extreme trouble inserting the hp device into the cannula, enough where they were going to open a second kit. Eventually the device was inserted and they were able to complete the case without further issues. They used the same device to complete the harvest.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.